Event description:
A pt was implanted with surgimesh (B)(4) using an open pre-peritoneal technique. Surgeon was informed that there was no prior experience using this configuration in a pre-peritoneal repair. Surgeon proceeded to cut the surgimesh configuration to about one half of original size. The trimmed surgimesh configuration was implanted and fixation performed to coopers ligament only. Approximately 4 weeks later the pts hernia had re-appeared and was scheduled for re-operation. Surgeon found mesh intact, but pushed into the hernia canal. Pt received an anterior repair and recovered fully.